Event description:
Unomedical reference number (B)(4). Event occurred in spain it was reported that the patient faced an event of pain with an infusion set. The patient had 2 abscesses. These were seen as medication fluid and diagnosed as a malabsorption of the product. Treatment was given with topical mupirocin. The patient had a swollen red area and reported pain to the touch and during the draining of the abscesses. No further information available.